Manufacturer narrative:
Distal end: the fiber is cleaved and the buffer is stripped. Proximal end: no defects were found on the fiber and optical sleeve surfaces. No defect was found on the metal connector. The fiber is broken and separated. It appears to be mechanically broken. At the point of breakage, the fiber is damaged and there is black smoke-like residue present. Approximately 0.060 inches from the distal end of the fiber after separation (end connected to laser connector), there is cylindrical indentation approximately 0.005 inches in width, consistent with a mark made by a clamp or other hard object in the outer bufer of fiber. Length of fiber with proximal connector: 84.5 inches. Length of separated fiber: fiber: 35.5 inches. Possible cause(s): fiber clamped with hard object during use, contrary to device instructions for use; fiber bent beyond maximum bend radius, contrary to device instructions for use.

Event description:
It was reported that the fiber broke. The customer was not aware of energy exiting at the break. This information is documented as reported to trimedyne.